Event description:
It was reported that the device showed to be in backup vvi mode via merlin transmission. The patient came in clinic for a follow up and the device was normal with no backup detected. It was determined that this was most likely a merlin.net issue and not a device issue.